Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, the information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint device. The patient developed bumps on the lips.

Manufacturer narrative:
The actual device was not returned for investigation and analysis. The device was manufactured per patient's custom prescription (rx). The lot number of the device's material was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. The incident is being monitored, tracked, and trended.